Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 201 mg/dl. Customer stated the pump is not communicating with the transmitter. The customer was advised that pump is no longer receiving data from the transmitter. The customer removed the sensor and the sensor cannula is missing. The customer was advised we would replace sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor and found the senor was broken and missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.